Manufacturer narrative:
The manufacturer received one of the patient's data provided by the hcp and it is currently under review. A request for additional data for other patients were requested from the hcp.

Event description:
A health care professional (hcp) reported on march 2, 2021 that there has been an incorrect surgical result after using the iolmaster 700 for the biometry measurements and lens power calculations. The hcp reported on april 2, 2021 that a lens exchange had been performed on (B)(6) 2021 to correct the patient's vision.

Manufacturer narrative:
The manufacturer evaluated the provided patient data. Based on this evaluation the manufacturer concluded that there is some type of error measurement that occurred with the os keratometer (ker) values. This could be contact lenses before measurement, eye drops before ker measurement or pathology on os ker. The device worked according to specification. Descriptions of changes: field g7: updated to "follow-up #: 1" field h6: updated conclusion code to "4315" field h10: added manufacturer narrative. Added descriptions of changes.